Event description:
User facility reported a pt received a 3rd degree burn on the posterior thigh following a 3 hour laparoscopic and ap repair under the pt plate. The burn was surgically debrided and grafted.